Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh the patient experienced pelvic pain, dyspareunia and contraction of anterior mesh. It was reported that the patient underwent mesh excision with the concurrent procedure of cystotomy on (B)(6) 2010. (B)(4) ¿contraction. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat third degree cystocele and rectocele with stress incontinence and some mild apical prolapse. It was reported that the patient had a concurrent procedure of an anterior posterior colporrhaphy with sacrospinous ligament fixation performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04357. The same patient is represented in each medwatch.